Event description:
At about 1 month after the primary, the patient came in due to an infection and the pathogen is unknown. The surgeon performed a washout and swapped the liner and head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2025. Liner: mpact dm 01.26.2850mhc double mobility hc liner &oslash; 28/dme (k092265) lot 2508204: (B)(4) items manufactured and released on 06-june-2025. Expiration date: 2030-05-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Ball heads: mectacer 01.29.203 biolox delta ceramic ball head 12/14 &oslash; 28 size l +3.5 (k112115) lot 2512497: (B)(4) items manufactured and released on 23-may-2025. Expiration date: 2030-05-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.